Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states allegedly under the chair where the crossbrace is, the frame is broken. The chair collapses for folding. MDR filed.